Event description:
It was reported that a ge healthcare field engineer was injured during a replacement of the cold head, which helps keep the magnet cold by maintaining the helium levels. Two field engineers were replacing this part. The field engineer that was on the platform handed the cold head to the field engineer that was on the ground. The field engineer walked along the egress route of the 200 gauss field. On the service path, he encountered a cabinet that was in the path of the egress route. The filed engineer had to get closer to the magnetic field. He had a misstep and lost his balance. As he lost his balance, the cold head became attracted to the magnet. The field engineer's left hand became stuck between the cold head and the bore. He received a deep cut on his left hand. He received first aid treatment and four stitches. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.